Event description:
It was reported that when an asymptomatic patient presented in clinic during follow up, post-pace t-wave oversensing was observed. The patient did not receive therapy. Reprogramming was performed and the issue was resolved.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.